Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that the battery gauge was observed to be fluctuating. It was also reported, that the pump unexpectedly shutdown. The customer's blood glucose ranged from 100-240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.